Event description:
During insertion of the product, the shaft broke. There were no reported patient complications. This product is available for testing and evaluation but the engineering report has not been completed.